Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, reason for revision was unstable knee. No details of device used for the primary case, therefore its unknown item details of explanted items. Rep reported 20mm insert exchanged for a 25mm insert only. Revision usage was for an advance 25mm liner (part # kirv-225s, lot # 1201261413). Pre-op x-ray image available. CAPA (B)(4).